Event description:
Pt was admitted in 4/2004 with acute coronary syndrome. The next day pt underwent angioplasty and assessment of the coronary vessels. During the postdilatation of the lad with a powersail balloon, the shaft of the balloon broke and the partially inflated balloon could not be retrieved. The pt remained hemodynamically stable and chest pain free. The pt was taken, later that day for removal of the ptca balloon and CABG x2. The pt did well post operatively and was discharged to home in 5/2004. The MFR (guidant) of the device was notified. Risk management will report equipment failure to medwatch through the FDA.